Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report: 1627487-2017-04324. Reference MFR. Report: 1627487-2017-04325. The patient has three leads as part of the scs system, two of which are connected using an extension. It was reported the patient's lead(s) exhibited high impedance values on multiple contacts. Fluoroscopy did not reveal any anomalies. Reprogramming was attempted to no avail. Surgical intervention is planned as the next course of action to address the issue.

Event description:
Device 1 of 5, reference MFR. Report: 1627487-2017-04324. Reference MFR. Report: 1627487-2017-04325. Reference MFR. Report: 1627487-2017-05683. Reference MFR. Report: 1627487-2017-05684. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017. During the procedure, the octrode lead (device 3) was re-inserted into the ipg as it was noted to have pulled back. In addition, the patient's extension (device 5) was explanted and replaced. Impedances were normal post-operative. Effective stimulation was restored following the procedure.